Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down buttons on her device for the keypad were becoming unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: during a visual inspection of the pump, no damage was observed to the keypad cover. The up arrow and contrast keypad buttons were intermittently unresponsive. The down arrow and ok keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts.